Event description:
It was alleged that during use on a patient air was noted in the tubing to the patient after the bag had emptied and the pump did not alarm. There was no reported patient consequence.